Event description:
Per the clinic, the patient experienced pain around the implant site, subsequent to soft tissue reduction. The patient was treated with injections of marcaine (date not reported). The patient was also diagnosed with neuralgia as the source of pain symptoms. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.